Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent deformation). Caused by another device/drug (balloon catheter caused damage). (Device not available for evaluation). Conclusion: another device cause failure (balloon catheter caused damage).

Event description:
The physician was using a resolute integrity rapid exchange (rx) drug-eluting stent for treatment of the diagonal. The lesion exhibited 70% stenosis and was chronically occluded. The physician was completing bifurcation stenting and the 1st stent deployed successfully. The 2nd stent (relevant stent) was deployed without issue but as the physician attempted to place the balloon for post dilation the balloon hit off the stent struts compressing them and pushing the stent distally into the artery. A guidewire and a balloon were used to redeploy the stent. There was no patient injury and no clinical sequelae were reported. There were no abnormalities noted during prep/inspection prior to use. Image review: the procedural images show the successful deployment of 4 stents. The vessel at the bifurcation was pre-dilated followed by successful deployment of the 2nd stent. After deployment of the 2nd stent the procedural wire was removed from the vessel. This was followed by deployment of the 3rd stent in the procedure i.e. The stent to treat the second lesion at the bifurcation. This stent was also successfully deployed. Subsequent images show that the diagonal where the 2nd procedural stent was deployed had been re-wired and damage was evident on the proximal end of the stent that had been newly deployed in that lesion. The mechanism of the deformation was not captured on the images provided but based on the information provided this deformation appears to have occurred during delivery of the post dilatation balloon. The deformation was treated with post dilatation ballooning of the stent. After this a 4th stent was successfully delivered and deployed distal in the vessel to the site of the previously deformed stent. The final coronary angiography (cag) images confirm successful treatment of the lesions.